Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem occurred due to the failure of the power supply unit, but the cause of the failure of the power supply unit has not been determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found the power indicator and video signal output check failed and cannot be powered on . The power supply unit had poor contact and needs to be replaced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the visera elite ii video system center made a loud sound and then could no longer turn on. The issue was found during preparation for use. There were no reports of patient harm.